Event description:
Customer reported the device got hot and drill stuck. This is report 1 of 1 for # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the bearings were faulty, corroded and the drive shaft and locking system worn. The device was repaired and returned to customer on (B)(4) 2013.